Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13698. It was reported that patient was found to have high impedances on both the leads. As a result patient underwent surgical intervention wherein the leads were replaced and this addressed the issue.